Manufacturer narrative:
The complaint sample has not been returned for evaluation. A review of the device history record concluded this product was formulated, manufactured and packaged according to local and global specifications. Based on information available, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported experiencing eye redness after using the product for about 15 days. At a local hospital the consumer was diagnosed with conjunctivitis. Consumer was treated with an unspecified eye drop under the doctor's instruction. Consumer would not provide doctor's contact information or medical records. Consumer has recovered.